Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose level and reservoir leak at 2nd o ring. The customer¿s blood glucose level in the 300-600 mg/dl. Customer reported that there was still moisture in the pumps reservoir compartment. Customer reported that the type of fluid exposure to the pump was insulin. Customer advised to return the reservoir for analysis. The insulin pump will be returned for analysis.